Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a little bit itchy and red with no open skin. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed an ointment for the rash. Follow up indicated that the rash improved.

Manufacturer narrative:
Not applicable.